Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v085158, implanted: (B)(6) 2008, product type lead.

Event description:
Information was received from a healthcare provider regarding a patient implanted for urinary dysfunction. It was reported the implantable neurostimulator (ins) was removed because it ¿was not working.¿ during the removal, a piece of the lead broke off and remained in the patient which was confirmed with a CT. The fragment was approximately 3 centimeters and located in the s4 foramen. The patient recovered completely and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.